Event description:
A customer reported equipment would not prime prior to a vitrectomy procedure. The case was canceled after the pt had received peribulbar anesthesia. No pt harm was noted.

Manufacturer narrative:
The customer called the company rep to assist with troubleshooting. The customer reported system message (sm) (inlet pressure is too low; adjust to between 90-120 psi. System may have reduced performance between 58-90 psi). The company rep suggested that the customer increase inlet pressure. Upon doing so, the reported issue was resolved. The customer did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate to confirm the reported event. A review of complaints for the last (B)(4) did not finish any add'l similar reports for this system. The root cause could not be determined conclusively. (B)(4).